Event description:
Customer reported a use by date for comfort curve test strip vial lot 548610 as in 2008; manufacturer's database and batch record confirmed the actual use by date to be 2006. No adverse event reported. Requested return of suspect device and replacement was sent.